Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 therapy date: (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that around (B)(6) 2020 the patient fell from a scaffolding and injured his right knee. The CT scan revealed a comminuted bicondylar tibial plateau fracture. Around (B)(6) 2020 the patient underwent right tibial orif with medial posteromedial plating, medial and lateral meniscal repair and a prophylactic 4 compartment fasciotomy. The surgeon implanted a proximal anterolateral synthes tibial plateau locking plate and one 3.5 posteromedial tibial t plate with associated screws. The surgeon also utilized a single-use drill bit. Following the surgery of (B)(6) 2020 the patient performed rehabilitation and therapy as recommended by his medical providers. However, he continued to experience pain, discomfort, and functional limitations in his right knee. Also he experienced problems with wound healing, including increased pain, swelling, and drainage from the incision site. Around (B)(6) 2020 the patient diagnosed with septic arthritis. It was determined that the patient would undergo additional surgery for his wound complications, including arthroscopic irrigation and debridement of his medial and lateral incisions along with the removal of all his hardware and the installation of antibiotic cement into his screw holes. Around (B)(6) 2020 the surgeon performed extensive irrigation, debridement, antibiotic spacer placement, and removal of patient's surgical hardware. The surgeon also discovered a broken drill bit that had been retained from patient's (B)(6) 2020 surgery. The drill bit was a cause and source of patient's infection and inability to heal. The surgeon removed the broken drill bit. This complaint involves thirteen (13) devices. This report is for one (1) 3.5mm cortex screw self-tapping 38mm. This is report 6 of 14 for complaint (B)(4).